Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd autoshield¿ duo pen needle leaked. No serious injury or medical intervention was reported.

Manufacturer narrative:
Customer returned (4) sealed 5mm, 30g autoshield duo samples from lot # 6154569. Customer states that that the needle appears to be too short and a clear fluid on the patient's arm after injection. All returned samples were tested and all were able to expel properly without any observed leakage. Also, all samples were able to activate properly without any observed defects. No defects were observed on any of the returned samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples/photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that bd autoshield duo pen needle leaked. No serious injury or medical intervention was reported.